Event description:
It was reported that during a drug eluting coronary stenting treatment procedure there was difficulty crossing the lesion and stent damage. The details of the lesion are unk. The 2.50x32mm taxus liberte stent was unable to cross the lesion. During attempts to cross the lesion the distal part of the stent was lifted. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).